Event description:
It was reported that the right atrial lead was oversensing far-field qrs complexes. The lead sensitivity was reprogrammed - which resolved the oversensing - and the lead remains in use. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.